Event description:
It was reported that the patient's scs ipg was inoperable. It is unknown when this issue began for the patient. The patient underwent surgical intervention on 17 aug 2020 wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
H6 - patient and device codes have been corrected to reflect the previously reported information.

Manufacturer narrative:
Date of event is estimated. An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention. It is unknown to the manufacturer the exact reason at this time.